Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to revert to multiple daily injections as backup therapy, and technical support arranged for a replacement pump to be sent with updated software. Instructions were given to store the original pump and return it using a prepaid label within ten days, which the customer understood and acknowledged.